Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm. Prior to sensor insertion the area was prepped with soap and water. According to the patient, on approximately (B)(6) 2025, she inserted a new sensor in the arm and experienced itching under the entire patch area. The reaction was treated with over-the-counter oral zyrtec and hydroxyzine (unspecified route). No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.